Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with (B)(6) for the inform system 2.

Event description:
Caller states that the following readings were obtained on a patient, using two different meters, within 10 minutes: approximately 400-450 mg/dl (inform system 1) and 199 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.